Manufacturer narrative:
The reagent lot number is 71418901 and the expiration date is 29-feb-2024. It was found that the analyzer's technical range for uric acid had been changed from the roche recommendation of 0.2 - 25.0 as the lower limit was set to 0. The customer was advised that a data flag would have accompanied the initial low patient result if the technical range had been set as recommended. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The field service engineer (fse) found a hole in the vacuum tubing on the rinse mechanism and replaced it. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ua2 uric acid ver.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial ua2 result was 0.0 mg/dl. The customer questioned the result and repeated the sample. The sample was repeated on another analyzer and the result was 5.8 mg/dl. The repeat result was deemed correct.